Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 20mg/dl, 135mg/dl. Tests were done within <10 minutes with a difference of 102mg/dl. Patient did not experience any adverse events. No further information has been reported. Note - control solution has been opened for more than 3 months.